Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The test procedure per the service manual was reviewed with the customer. The pse provided the part number for the flow sensor assembly only. The customer replaced the gas delivery system (gds) assembly. The gds assembly was returned for failure investigation and without the o2 and x valves. An investigation was performed and no issues were found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the both air and o2 flow accuracy test failed at 140 with measured flow of 156 liters per minute (lpm) there was no patient involvement.